Manufacturer narrative:
A complaint eval was performed on 3 returned samples (23ga probe) and displayed the following results: sample a: slightly bent needle and was initially considered conforming. Subsequent disassembly of the probe revealed a more significantly bent inner cutter with severely worn out cutting edge. Sample b: the bond interface between the needle and the body was determined to be cracked. Wear marks on the cutter indicate the probe had been used. Sample c: obviously bent needle. Subsequently disassembly of the probe revealed a significantly bent inner cutter and was difficult to remove from the needle. Wear marks on the cutter indicate the probe had been used. Functional tests: sample a: this probe will not cut and not actuate properly. Aspiration was conforming sample b: this probe was found to be conforming to functional requirements. Sample c: this probe will not function properly. The cutter was stuck in the port (would not move). No component lot number was identified with this complaint; therefore, the device history record for this complaint could not be reviewed. The root cause is bent probes. The bent needles (one sample with a cracked bond) is an indication that the probe had been exposed to a lateral force (side load which can result in a bent probe condition). Wear marks indicate that the probes were used, therefore indicating the probes may have been working initially until it was bent. Mishandling suspected. Sample b indicates that the probes can withstand rough handling (to a point) before the function can be impacted, as in the case of sample a & c. All probe components are 100% inspected (B)(4) during mfg. Any non conformance detected (such as "bent needle", and "stop cutting") would have been removed from the lot. No add'l action is required at this time. (B)(4).

Event description:
A nurse reported the vitrectomy probe stopped cutting during surgery. There was no pt harm reported. Add'l info has been requested.